Event description:
The customer systems analyst reported that the co hemo readings displayed on the bedside monitor (bsm) and sent to epic, their 3rd party emr system, differ when viewed in epic. It is unclear what is causing this issue. Co reading in nk and epic at 4:12 pm est: nk co 5.4. Epic co 7.7. Hl7 just transfers the data and does not alter the historical data being sent to epic. No patient harm was reported.

Manufacturer narrative:
The customer systems analyst reported that the co hemo readings displayed on the bedside monitor (bsm) and sent to epic, their 3rd party emr system, differ when viewed in epic. It is unclear what is causing this issue. Co reading in nk and epic at 4:12 pm est: nk co 5.4. Epic co 7.7. Hl7 just transfers the data and does not alter the historical data being sent to epic. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Manufacturer narrative:
Details of complaint: the customer systems analyst reported a discrepancy between the co hemo readings displayed on the bedside monitor (bsm) and that of the electronic medical records (emr) system, which was sent to epic. No patient harm was reported. Investigation summary: the cause of the discrepancy was that epic, an emr, was not configured properly to reflect the correct hemo trend values. It was configured to display vitals. This issue is to be addressed by epic as they can remap the values to match the customer's needs. There is no evidence of an nk device malfunction or improper use of nk devices. Further action is not warranted. The root cause is related to third-party product.

Event description:
The customer systems analyst reported a discrepancy between the co hemo readings displayed on the bedside monitor (bsm) and that of the electronic medical records (emr) system.